Event description:
This incident was initially reported under reference number (B)(6) on (B)(6) 2024 in an abundance of caution as an unspecified eye infection in both eyes (ou) of unknown severity. Additional medical information was received on (B)(6) 2024, which indicates that the patient was diagnosed with acute conjunctivitis, with symptoms of redness, and prescribed ocuflox. Per information received, the incident did not result in any permanent injury. Based on the information received, the manufacturer finds that this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report cc560390 2640128-2024-00014-01 for second associated incident report.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relation between the coopervision device and the incident is unconfirmed. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report cc560390 2640128-2024-00014-01 for second associated incident report.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate. Note: as this incident involves both right and left eye and patient was using a different device model in each eye, please refer to linked manufacturer report (B)(4); 2640128-2024-00014 for second associated incident report.

Event description:
This incident was reported by the patient to the manufacturer. Limited information has been made available. It was alleged that the patient experienced an unspecified eye infection in both eyes (ou). Good faith efforts have been made to obtain further information, including return of remaining lenses as available, without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to allegation of ocular infection of unknown type or severity, lack of supporting medical information and potential for serious injury related to ocular infection. Should further information become available, a follow-up report will be submitted as appropriate. As this incident involves both right and left eye and patient was using a different device model in each eye, please refer to linked manufacturer report (B)(4); 2640128-2024-00014 for second associated incident report.